Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was forwarded to the manufacturer (vygon (B)(4)) for evaluation and investigation. The results of this investigation will be sent to FDA in a follow-up MDR within thirty days of its conclusion.

Event description:
After removal it was noted that the PICC line, when occluding tip of the line and flushing through either port, the flush was observed exiting the opposite port lumen. It appears there is a communication between the two lumens. The IV fluids in the line were tpn and lipids. The PICC line was replaced on (B)(6) 2013 with a single lumen catheter. No harm came to the patient, there was no swelling of extremity.